Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the battery contacts were contaminated, the lower case was broken and several parts were missing from the backside of the device.

Event description:
It was reported that the ventricular connector was broken and defective. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.